Event description:
Customer reported that a pt developed an infection/necrosis at an unspecified time following a gynecological procedure. It is assumed that antibiotics were prescribed to address this event. Additional info was requested; no further info was provided.

Manufacturer narrative:
Date sent to the FDA: 4/3/09. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. The customer reports the following possible products: monocryl (poliglecaprone 25) suture code: lot: akm262, mfg: 9/1/08, exp: 7/31/2013. Coated vicryl (polyglactin 910) suture code: lot: ap2214, mfg: 12/1/08, exp: 7/31/2013. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.